Event description:
It was reported that the patient developed erosion of the pocket, tissue necrosis and a possible infection. The neurostimulator was removed and the leads were capped and left in place. The patient will be re-implanted in the abdomen in 4-6 weeks. The patient recovered without sequela. Further information is being requested from the hcp.